Event description:
The pt underwent an interventional procedure. The physician attempted closure with the closer tsl 6 fr. Device. Closure was successful and the pt was discharged home. Approx. Three weeks following the procedure, the pt returned to the physician and complained of persistent pain at the groin site. The physician removed the suture knot, however, the pain was not relieved.